Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair on a (B)(6), the surgeon experienced a series of failures that led to the surgeon performing a partial meniscectomy for remedy. During the attempted repair of the damaged meniscus, the surgeon employed the omnispan system for fixation; the surgeon deployed the 1st fastener successfully; however, at attempting to deploy the 2nd fastener, the spring of the deployment gun jammed or wedged between the deployment needle and the fastener, causing the gun to malfunction; the surgeon was able to easily remove this device from the joint space. The surgeon used 2nd deployment gun and fastener to continue on; however, the exact same thing happened again. The surgeon resorted to a 3rd deployment gun and fastener, and again, the exact same experience occurred. At this point in time, the surgeon decided to continue on using a competitor's device (fast fix), and again the surgeon experienced failure. The surgeon decided to abandon any attempt at fixating the meniscal tear and turned to performing a partial meniscectomy for the remedy without further issue or harm to the pt. All of the complaint devices were discarded at the user facility. Also see associated mdrs 1221934-2011-00061, 1221934-2011-00062, 1221934-2011-00063, -1221934-201100064 and 1221934-2011-00066.